Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen via implanted infusion pump. It was reported that the patient was scheduled for itb pump replacement. Upon opening of the pocket, fluid was detected. After the new pump was inserted and catheter attached a cap procedure was performed to remove any drug from the path in order for a prime to be programmed. Surgeon could not withdraw more than 0.1ml via the catheter access port. It was then decided to replace the catheter. When the spinal segment was opened it was noticed that the catheter had perished and had pulled out of the intrathecal space. This was replaced with new 8780 catheter. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at time of report.

Manufacturer narrative:
Continuation of d10: product ID: 8731, explanted: on (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 update: the previously applied annex a code a26 is no longer applicable and was replaced with a04 and a1409. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign patient and healthcare provider via a company representative. The reason for the pump replacement was due to estimated replacement indicator. The exact date of pump implant was unknown, but as per the patient it was implanted approximately 7 years ago. The serial/lot number of the catheter that was replaced was unknown. The healthcare provider had discarded the pump. Regarding the previous report of the catheter having perished, it was clarified that the catheter had broken and was kinked as per the report from "msa" in the theater. The cause of the catheter coming out of the intrathecal space was unknown.